Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial tray component; unknown knee femur component; sigma crvd xlk ins 3 12.5mm knee tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
Patient was revised to address swollen knee possible pus. Surgeon performed I and d and replaced poly with same size 3 x 12.5 cvd and closed. Doi: (B)(6) 2018. Dor: (B)(6) 2018; unknown knee.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.